Event description:
It was reported that a catheter issue occurred. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. However, during the procedure, the tip of the catheter broke, and the image became dark. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
B3: date of event - used the first day of the month of the aware date since no exact date provided.